Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery from the patient's family that the patient had a revision surgery. It was also reported that the patient has secondary normal pressure hydrocephalus post tumor removal and cancer therapy.